Event description:
Channel error, unable to infuse critical medications - dopamine and vasopressin. This is one of the failures that we have been working on with alaris. To date, they continue to respond by stating that they cannot replicate the events for channel errors. The FDA has been following the issues with the alaris pumps.